Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the tip of the 2.75x32 mm taxus liberte drug eluting stent delivery system was found to be kinked, making it impossible to pass through the guide catheter. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination of the device revealed that the tip was stretched and kinked. This type of damage is consistent with excessive force being applied. The device was returned without the product mandrel inserted and the stent / balloon protector attached, therefore indicating that the device was prepped. During the manufacturing process, a mandrel is inserted into the distal section of the delivery device. This provides strength and helps maintain lumen support. In addition to this, each stent is covered with a balloon/stent protector, this guards the stent and balloon from any potential external hazards that could damage the device. There was an aperture measuring approximately 1cm in length just distal to the skive area. The corewire extended through this hole. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is handling damage.